Event description:
Fluoroscopy displayed externalized conductors. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch for was received.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 37-39cm and 52-55cm from the connector pin. The etfe coating was intact. External insulation abrasion was found at 54.5-55.5cm from the connector pin. Etfe coating was intact. Internal insulation abrasion was found under the rv shock coil. The rv cables under the rv shock coil were fractured due to cyclic stress resulting from a bent position. This damage could cause the reported high impedance.